Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the picture is no longer displayed due to failure of the charged coupled device (ccd). The cause of the faulty ccd could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting that the event occurred prior to an unknown procedure on (B)(6) 2022. According to the reporter, the procedure was completed using a similar device without any delays.

Event description:
A user facility submitted a repair request to the olympus service center indicating, disconnection was suspected with the camera head. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, image component failure was noted, and appearance defect was noted on the video connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.